Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the arm for a duration exceeding 48 hours. Following pod removal, the patient observed the development of a raised, red, and sore area at the wear site, accompanied by pain and discharge. The patient also reported a second oozing bump near the site, along with generalized skin irritation. Due to concerns regarding site discomfort and possible infection, the patient sought medical attention. The patient was evaluated by a healthcare provider (hcp) on (B)(6) 2026. At the time of the visit, the pod had already been removed. The hcp assessed the site and determined it was not infected; no formal diagnosis was provided. The visit was conducted on an outpatient basis, and the patient was discharged the same day. A topical cream was initially prescribed; however, the patient declined the prescription.